Event description:
It was reported that the patient dropped the ilet, which dislodged the infusion set and resulted in external damage that broke the cartridge and connector; the patient attempted to remove the broken cartridge with tweezers without success, and a replacement device was arranged with instructions provided for shutdown and data handling. Symptoms included no reported adverse clinical effects. Outcomes included no medical intervention or hospitalization. Customer care provided support that included troubleshooting education regarding safe shutdown and return, and arrangement of device replacement. Investigation of this case revealed damage consistent with accidental impact leading to a broken cartridge and connector and an inability to remove the cartridge, with no device alarms or software malfunctions reported. It was concluded, based on previously established findings for similar reports, that the cause was user handling leading to physical damage to the disposable components.